Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced an infection (type not reported) resulting in the need to reimplant awith another device. Additional information has been requested, but has not been made available as of the date of this report, july 22, 2010.

Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device; however, customer disposed of protruding drum after incident. Replacement was sent.

Manufacturer narrative:
Per patient's surgeon, the fixture was loose and required removal and the patient was reimplanted on (B)(6), 2010. Device is not available for analysis.(B)(4).